Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported the patient was nauseous after the procedure and had not been feeling well. The patient was reportedly throwing up and was given a prescription of zofran to help with the nausea feeling. Patient was also reportedly on another antibiotic that makes them nauseous as well. It was reported that when the patient sits back it is sore where the incision is. A blood spot the size of a half dollar was noticed but was ¿really considered to be drainage.¿ patient was referred to their physician. No further complications reported/anticipated.